Event description:
Customer's mother reported customer's blood glucose has been high. He had to go to the emergency room and was treated with four units of insulin and fluids. Customer's blood glucose was registering as high, but it lowered to 136 mg/dl after treatment. By the time customer got home, his blood glucose was 600 mg/dl. He experienced nausea, thirst, urination, and had trace ketones. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer will complete troubleshooting after receiving tubing clamps for the high pressure test. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).